Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit. Customer reported that battery was not out greater than duration allowed by pump and that alarm occurred with each battery change. Customer's blood glucose was 426 md/dl due to not being able to treat because of alarm. Customer was assisted in clearing alarm. Customer was also assisted in reprogramming time and date. Insulin pump was tested and battery was changed with new battery in one minutes and insulin pump did not receive alarm. Customer was advised to monitor insulin pump.